Event description:
It was reported patient was not receiving effective therapy and confirmed that both leads had migrated. Patient also addressed a fall. As such surgical intervention was undertaken where the leads were explanted.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.